Manufacturer narrative:
At present, no device has been returned. Carefusion is currently working with the foreign distributor to better understand this event. The investigation is ongoing.

Event description:
The following description of the event was copied from a warranty claim form submitted by the foreign distributor in (B)(6). "On CPAP mode, apnea interval goes off even the patient has spontaneous breath. The circuit disconnect often goes often goes off other ventilation mode with no leak circumstance. The issue goes away to increase trigger sensitivity sometimes, but not for all patient." Additionally, the distributor reported that the unit had an apnea interval and circuit disconnect alarm. No patient harm.